Event description:
Defibrillator pads from batch resulted in superficial burns to 3 different patients - 2 in catheterization lab and 1 in intensive care unit (ICU) setting. All pads from same lot. Reference report: mw5165278.